Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Tandem technical support was unable to verify any alarms occurred in the pump history. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.